Event description:
A physician reported a pt who was originally skin tested on 26 august 1997 with negative results. The pt has had multiple collagen treatments without event. On 28 october 1997 the pt was treated in the nosolabial folds. On 24 december 1997, the pt reported that she had intermittent "itchy" nodules at the treatment sites (exact date of onset not known). No swelling or redness at the treatment areas was noted. The physician believed the symptoms were a intermittent hypersensitivity to collagen, and prescribed an oral antihistamine. No further medical or surgical intervention was planned.